Event description:
It was reported that the patient underwent an unknown surgery due to reservoir of his inflatable penile prosthesis (ipp) migrated, the reservoir was repositioned. No patient adverse effects were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.